Event description:
This patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius while hospitalized and requested assistance with performing a stat drain due to being physically uncomfortable and feeling full. The discharge summary confirmed the patient presented to the emergency room on (B)(6) 2024 with progressive shortness of breath (dyspnea) over the past few weeks. The patient reported being unable to sleep for more than a few hours, before waking up due to dyspnea. Additionally, the patient reported experiencing chest pressure while deep breathing, sharp left shoulder pain, and prolonged diarrhea (several months). The patient was admitted, and radiological studies determined the patient was suffering from acute on chronic congestive heart failure exacerbation. The patient had a pd catheter placed on (B)(6) 2024 and had two one-hour training sessions for pd therapy prior to hospitalization (not a fresenius product). The first full treatment was performed while the patient was hospitalized. The patient was treated with continued ccpd therapy, oral torsemide 80 mg daily, oral lasix 80 mg daily, daily weights, and the continued use of aspirin, metoprolol and atorvastatin. It was felt that the patient¿s on-going diarrhea was medication induced, however even after discontinuing several medications the diarrhea persisted. It should also be noted the patient received a unit of packed red blood cells while hospitalized to address a low hematocrit and hemoglobin. The patient was discharged home on (B)(6) 2024 in stable condition and has recovered from the events. Following discharge, the patient reverted back to manual or ambulatory pd, and their fill volume was adjusted several times to reduce the patient¿s discomfort and pressure. The fill volume was changed from 2000 ml to 1800 ml for 2 days, and then was reverted back to 2000 ml, with no additional reports of discomfort or pressure. The pdrn reported the patient¿s chest pressure was not a result of the fill volume, however the reported abdominal discomfort was likely due to the larger fill volume. Per the pdrn, there was no fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for dyspnea, abdominal discomfort, chest pressure, left shoulder pain, diarrhea, anemia, and acute on chronic chf, which warranted hospitalization. The cause of the patient¿s dyspnea, chest pressure, and left shoulder pain were byproducts of the patient¿s anemia and chf. Chf is one of the most prevalent cardiovascular complications in esrd patients. Additionally, the incidence of chf in the esrd population as compared to the non-esrd population is estimated as being up to 3-fold higher. Although the source of the patient¿s diarrhea remains unknown, gastrointestinal complications among the esrd community are common. Research suggests uremia and dialysis increase the risk of lesions in the gastrointestinal tract which can result in diarrhea. Per the pdrn, there was no fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius while hospitalized and requested assistance with performing a stat drain due to being physically uncomfortable and feeling full. The discharge summary confirmed the patient presented to the emergency room on (B)(6) 2024 with progressive shortness of breath (dyspnea) over the past few weeks. The patient reported being unable to sleep for more than a few hours, before waking up due to dyspnea. Additionally, the patient reported experiencing chest pressure while deep breathing, sharp left shoulder pain, and prolonged diarrhea (several months). The patient was admitted, and radiological studies determined the patient was suffering from acute on chronic congestive heart failure exacerbation. The patient had a pd catheter placed on (B)(6) 2024 and had two one-hour training sessions for pd therapy prior to hospitalization (not a fresenius product). The first full treatment was performed while the patient was hospitalized. The patient was treated with continued ccpd therapy, oral torsemide 80 mg daily, oral lasix 80 mg daily, daily weights, and the continued use of aspirin, metoprolol and atorvastatin. It was felt that the patient¿s on-going diarrhea was medication induced, however even after discontinuing several medications the diarrhea persisted. It should also be noted the patient received a unit of packed red blood cells while hospitalized to address a low hematocrit and hemoglobin. The patient was discharged home on (B)(6) 2024 in stable condition and has recovered from the events. Following discharge, the patient reverted back to manual or ambulatory pd, and their fill volume was adjusted several times to reduce the patient¿s discomfort and pressure. The fill volume was changed from 2000 ml to 1800 ml for 2 days, and then was reverted back to 2000 ml, with no additional reports of discomfort or pressure. The pdrn reported the patient¿s chest pressure was not a result of the fill volume, however the reported abdominal discomfort was likely due to the larger fill volume. Per the pdrn, there was no fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b1 (type of report).

Event description:
This patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius while hospitalized and requested assistance with performing a stat drain due to being physically uncomfortable and feeling full. The discharge summary confirmed the patient presented to the emergency room on (B)(6) 2024 with progressive shortness of breath (dyspnea) over the past few weeks. The patient reported being unable to sleep for more than a few hours, before waking up due to dyspnea. Additionally, the patient reported experiencing chest pressure while deep breathing, sharp left shoulder pain, and prolonged diarrhea (several months). The patient was admitted, and radiological studies determined the patient was suffering from acute on chronic congestive heart failure exacerbation. The patient had a pd catheter placed on (B)(6) 2024 and had two one-hour training sessions for pd therapy prior to hospitalization (not a fresenius product). The first full treatment was performed while the patient was hospitalized. The patient was treated with continued ccpd therapy, oral torsemide 80 mg daily, oral lasix 80 mg daily, daily weights, and the continued use of aspirin, metoprolol and atorvastatin. It was felt that the patient¿s on-going diarrhea was medication induced, however even after discontinuing several medications the diarrhea persisted. It should also be noted the patient received a unit of packed red blood cells while hospitalized to address a low hematocrit and hemoglobin. The patient was discharged home on (B)(6) 2024 in stable condition and has recovered from the events. Following discharge, the patient reverted back to manual or ambulatory pd, and their fill volume was adjusted several times to reduce the patient¿s discomfort and pressure. The fill volume was changed from 2000 ml to 1800 ml for 2 days, and then was reverted back to 2000 ml, with no additional reports of discomfort or pressure. The pdrn reported the patient¿s chest pressure was not a result of the fill volume, however the reported abdominal discomfort was likely due to the larger fill volume. Per the pdrn, there was no fresenius device(s) and/or product(s) malfunction or deficiency.